Event description:
Information was received that a smiths medical cuff inflator does not release air. The arrow on the gauge does not return to 0. Another was used and no patient injury resulted.

Manufacturer narrative:
Initial report was filed inadvertently. There is no evidence to reasonably suggest the accessory would cause or contribute to a death or serious injury if the malfunction were to recur. The event reported under MDR 33012307300-2019-00160 was determined to be not reportable and no further reports will be filed using this file number.